Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump alarmed. It was also reported that patient called the hotline and they were able to fix it, but it alarmed again. Reporter indicated that facility mentioned it was a battery alarm at one point. No patient consequences were reported. No adverse effects were reported.